Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. Customer stated their blood glucose had reached 599 mg/dl at one point. The customer's blood glucose was 328 mg/dl at the time of the call. Customer stated they were not feeling good due to their blood glucose. The customer had treated their blood glucose with an injection, but their blood glucose remained high. It was also found the customer delivered a bolus, but it was not recorded in the bolus history. Troubleshooting instructed the customer to deliver a .2 unit bolus and it was recorded in the bolus history. The customer stated they would call back tomorrow to troubleshoot. No additional information provided.